Manufacturer narrative:
This product is registered as a combination product. Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2020-15128. It was reported that the patient presented to a follow-up in clinic. Upon inspection, it was noted that the patient was experiencing an infection. The pacemaker system was explanted and the patient was in stable condition afterwards.